Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and was unable to duplicate the reported malfunction . No parts were replaced, and the unit passed all tests and calibrations and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that the 840 ventilator became inoperable. There was no pt involvement.